Event description:
It was reported that revision surgery was performed. Pain (beginning in (B)(6) 2012), acetabular loosening, increased aseptic lymphocytic vasculitis, associated lesions and soft tissue reactions reported.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.